Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), anxiety attack ('I was in a state of total anxiety'), cervix inflammation ('large inflamed cervix'), cervix haemorrhage uterine ('cervical hemorrhage to touch') and cervix disorder ('smear abnormal / biopsy abnormal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus ("itching"), erythema ("redness of scalp / face / back"), alopecia ("hair loss "), abdominal discomfort ("stomach upset") and gastrooesophageal reflux disease ("gastro-oesophageal reflux "), 3 months 20 days after insertion of essure. On (B)(6) 2015, the patient experienced the first episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced cystitis ("cystitis "). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). In 2015, the patient experienced feeling anxious ("feel anxious"). In august 2015, the patient experienced back pain ("pain spread to the back") and neck pain ("pain spread to the neck"). On (B)(6) 2015, the patient experienced fatigue ("I felt very tired / exhausted"). On (B)(6) 2015, the patient experienced skin irritation ("scalp very irritated"). On (B)(6) 2015, the patient experienced axillary pain ("pain in the left axillary hollow") and vulvovaginal pain ("vagina painful to touch"). In (B)(6) 2016, the patient experienced myalgia ("strong muscle pain") and joint pain ("strong joint pain"). On (B)(6) 2016, the patient experienced the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced anxiety attack (seriousness criterion medically significant) with palpitations. On (B)(6) 2017, the patient experienced menstruation irregular ("cycles became irregular") and cervix haemorrhage uterine (seriousness criterion medically significant) and was found to have smear cervix abnormal ("abnormal smear"). On (B)(6) 2017, the patient experienced the third episode of urinary tract infection ("urinary tract infection "). On (B)(6) 2018, the patient experienced the fourth episode of urinary tract infection ("urinary tract infection "). In 2018, the patient experienced pain in extremity ("my legs hurt"), pain ankle ("throbbing pain in my ankles") and dizziness ("I felt dizzy"). In (B)(6) 2018, the patient experienced vertigo ("vertigo"). On (B)(6) 2018, the patient experienced urinary infection ("urinary infection"). On (B)(6) 2019, the patient experienced cervix disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("pain in the lower abdomen"), cervix inflammation (seriousness criterion medically significant) and nausea ("nausea "). The patient was treated with analgesics, antibiotics, anxiolytics, fosfomycin trometamol (monuril), phloroglucinol (spasfon), povidone-iodine and laser on (B)(6) 2019. At the time of the report, the pelvic pain, pruritus, erythema, dyspareunia, abdominal pain lower, back pain, neck pain, fatigue, feeling anxious, skin irritation, axillary pain, vulvovaginal pain, myalgia, joint pain, menstruation irregular, pain in extremity, pain ankle, dizziness, vertigo, cervix disorder and nausea had not resolved, the alopecia, abdominal discomfort, gastrooesophageal reflux disease, cystitis, anxiety attack, cervix inflammation, cervix haemorrhage uterine, the last episode of urinary tract infection and urinary infection outcome was unknown and the smear cervix abnormal had resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, alopecia, axillary pain, back pain, cervix disorder, cervix haemorrhage uterine, cervix inflammation, cystitis, dizziness, dyspareunia, erythema, fatigue, feeling anxious, gastrooesophageal reflux disease, joint pain, menstruation irregular, myalgia, nausea, neck pain, pain in extremity, pelvic pain, pruritus, skin irritation, smear cervix abnormal, vertigo, vulvovaginal pain, the first episode of urinary tract infection, anxiety attack, pain ankle, the second episode of urinary tract infection, the third episode of urinary tract infection, the fourth episode of urinary tract infection and urinary infection with essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2019: biopsy of cervix abnormal. Blood test - on (B)(6) 2019: normal. Magnetic resonance imaging brain - on (B)(6) 2018: normal. Smear cervix - on (B)(6) 2017: abnormal; on (B)(6) 2019: abnormal. Ultrasound doppler - on (B)(6) 2018: normal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.